Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump keeps alarming downstream occlusion off and on. Per reporter, this occurred the past two nights during infusion. Per reporter, as the patient has a peripherally inserted central catheter (PICC), repositioning the patient's arm was tried several times but was unsuccessful. Per reporter, there were no kinks visible in the tubing or closed clamps. The PICC had good blood return, but they cannot flush the line due to the medication. They cassette was changed, and troubleshooting was performed but was unsuccessful. The high-pressure alarm returned with the next pump cycle. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.